Event description:
Per attorney's original report: ni/ni/ni - pt required substantial medical treatment and developed pain, scarring, disfigurement and permanent injury after implant of defective mesh. Based on a review of medical records provided by the pr's attorney: (B)(6) 2003 - repair of spigelian hernia with kugel patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the kugel patch was implanted to repair a spigelian hernia. The medical records do not indicate a failure of the kugel patch during that procedure, and there are no records beyond the implant. No specific device failure or pt injury has been alleged. No lot number has been provided; therefore, no manufacturing review could be performed. Based on the limited medical records provided, the mesh remains implanted. We have contacted the initial reporter to obtain additional info. If additional info is received, a supplemental MDR will be submitted.